Event description:
Physician placed one suture with needle and felt it was very difficult to pass through the tissue. He examined the needle and found the tip to be broken off (a minute piece only). Due to the difficulty he had with the first suture he is relatively certain that the piece did not break off in the patient but that it was not present when it came out of the package. Reason for use: surgical closure after inguinal hernia repair.